Event description:
On (B)(6) 2023, the patient was thirsty and nauseated. The patient started to feel "really bad" and was vomiting so she called paramedics.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2023, the patient was thirsty and nauseated. The patient started to feel "really bad" and was vomiting so she called paramedics." H2: correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was thirsty and nauseated. The patient started to feel "really bad" and was vomiting so she called paramedics. When they arrived, they checked the patient's bg and it was 433 mg/dl compared to the cgm that was displaying 166 mg/dl. The patient was treated with insulin and it was reported that she was hospitalized in the intensive care unit for diabetic ketoacidosis. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.